Event description:
Patient with hemifacial microsomia was implanted on (B)(6) 2013 with vector distractors for treatment. It was reported that the distractor body came apart from the proximal distractor footplate on an unknown date post-operatively. Surgeon returned patient to or on (B)(6) 2013, and reassembled the distractor body to the footplate. No devices were explanted. Distraction was restarted on (B)(6) 2013. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.